Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that the replacement meter is working as intended.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212, 148, 285, 207 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 182 mg/dl and 190 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is 03/25/2019. The meter memory was reviewed for previous test result history: (B)(6).